Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events (suspected thrombus, driveline infection, sepsis, elevated pump powers, elevated lactate dehydrogenase, and patient condition) could not be conclusively established through this evaluation. Furthermore, a direct correlation between the suspected thrombus and the elevated pump powers / lactate dehydrogenase not be conclusively established through this evaluation. Log files aa051340 and aa051343 contained identical data spanning from (B)(6) 2021 at 06:23:08 to (B)(6) 2021 at 13:22:56, per the timestamps. No notable alarms were captured. Beginning on (B)(6) 2021, around 17:22:57, increases in pump power/estimated flow were noted. The elevated pump power/estimated flows were associated with decreased pulsatility index values and occurred for the remainder of the captured data. Log file aa191307 contained data spanning from 17oct2021 at 19:00:12 to 19oct2021 at 12:22:37, per the timestamp. Throughout no notable alarms were captured. Elevations in pump power/estimated flow were captured throughout the log file and were associated with decreased pulsatility index values. The events captured in the submitted log files could be indicative of a potential thrombus formation; however, a specific cause for the change in pump parameters cannot be conclusively determined through this investigation. The patient was implanted with (B)(6) on (B)(6) 2021. The patient remained ongoing on (B)(6) until they expired in (B)(6) 2021 (refer to manufacturer report number 2916596-2021-07805 for evaluation). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists thrombus, infection, and sepsis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus and how to respond to such events. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information regarding international normalized ratio range is also provided in this document. The instructions for use, as well as the heartmate ii left ventricular assist system patient handbook, outline care instructions regarding infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6) medical center in (B)(6). No further information was provided. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
It was reported that log files were submitted for review because the patient experienced elevated pump power and flows. The site noted that the patient had power of 4 watts until (B)(6) 2021, when it rose to 6-7 watts. The patient had an international normalized ratio (inr) value of 3.6, but their lactate dehydrogenase (ldh) rose from 200 to 373. The patient also had not urinated. The log file analysis revealed elevated pump power and flow readings well above normal parameters. The patient was diagnosed with sepsis caused by a driveline infection, and they were also experiencing heart failure symptoms. Inotrope therapy, antibiotics, ventilation, and dialysis support were necessary. There was a concern for thrombus and the patient's hemodynamics were not stable so a ramp test could not be performed. Log files dated from (B)(6) 2021 showed elevated pump powers and frequent pulsatility index (pi) events with powers noted between 7-13 watts. The cause of the elevated pump power was not identified. Overall pump powers showed a downward trend and the pi was trending flat. It was also noted from the log files that the set speed had been increased since the log file provided on (B)(6) 2021.